Event description:
It was reported the device has a "force sensor bridge sensor error". Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown; no information has been provided to date. One device was received. Visual inspection noted no physical damage. Functional testing found force sensor bridge test at power up. The force sensor value was stuck at 0 pound. The complaint was confirmed. A root cause was the force sensor cable was ripped however it was unknown what caused the damage. A device history record (DHR) review was not performed as the device was a year from manufacture date and there was no indication of a manufacturing defect during the investigation. History review identified this device has not been in for service previously. The force sensor and plunger cable to be replaced by repair technician to solve reported problem.